Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Patient sample testing identified sample-specific discrepancies, with some results confirmed as false reactive through blot confirmatory testing. Single false reactive results may occur with this assay due to its specificity being less than 100% the root cause was attributed to sample-specific factors. The device remains in operation at the customer site.

Event description:
The initial reporter alleged low specificity with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer provided results for one patient sample, which included an initial elecsys hiv duo result of 2.40 coi (reactive) with sub-results of hiv antigen (hivag) at 0.212 coi and anti-hiv antibodies (ahiv) at 2.39 coi. Additional results for the same patient included elecsys hiv duo values ranging from 2.31 coi to 2.34 coi, with hivag values between 0.180 coi and 0.201 coi and ahiv values between 2.30 coi and 2.33 coi. The customer reported a local specificity of 0.38% for the assay. Confirmatory testing using blot methods indicated that the elecsys hiv duo results were false reactive for this patient.